Event description:
Caller alleged imprecision results with inratio. Results as follows: 05/31/06 first test inr = 7.1 second test inr = 5.1. Case updated by technical support on 06/02/06. Caller alleged discrepant results compared with the lab. Results as follows: date 06/02/06 inratio=4.6, lab=5.3

Manufacturer narrative:
Inratio precision data provided by end-user lot 050435: 05/31/06 first test inr = 7.1 second test inr = 5.1, mean = 6.1; sd = 1.4; %cv = 23%. The %cv is greater 20%. Per internal procedure, tr 0150, the precision failed the criteria for prevision. Retain strips will be investigated. Results of tests performed on 4/12/2006: pt #1 - normal, 050435 retains = 1.0, pt #2 normal, 050435 retains = 0.9, pt #1 - normal, 050435 retains = 0.9, pt #2 normal, 050435 retains = 0.9, pt #1 mean, 050435 retains = 0.95, pt #2 mean 0.9; pt #1: sd, 050435 = 0.07, pt #2: sd, 050435 retains = 0.00, pt #1: %cv 050435 retain = 7.4%, pt #2: %cv, 050435 retain = 0.0%. Per pr 130, lot 050435 passes the criteria for precision. Case updated by ts on 06/02/06. Date: 06/02/06, inratio = 4.6, lab = 5.3, mean = 4.95, confidence limits = 2.8-7.2 per internal procedure, tr 0150, the calculated mean of the inratio meter and comparative system inr were calculated. Both inratio and lab values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Therefore further testing is not required at this time.